Event description:
It was reported by service report that the front end jack could not lower.

Event description:
It was reported by service report that the front end jack could not lower.

Manufacturer narrative:
The previous MDR initial report did not contain the PMA/510(k)# for the product involved in the complaint.